Event description:
Customer reportedly obtained results of 292mg/dl, 79mg/dl, 99 mg/dl, 123 mg/dl, 86 mg/dl, 170 mg/dl, and 94 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.